Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump was having vibration issues. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: review of the black box data does not reveal any evidence of activity related to the reporter¿s allegation. The black box data contained records from (B)(6)-2018 thru (B)(6)-2018. Black box data and pump histories for the issue reported to have occurred (B)(6)2017 has been overwritten due to continued use of the device after the alleged event/issue. Investigation was unable to verify or duplicate the alleged vibration issue; the pump¿s vibratory functions were normal. Unrelated to the original complaint, the display screen was noted to be dim/discolored.